Manufacturer narrative:
(B)(4). Batch # t93l0j. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, after firing, the clips didn't close on the tissue. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining 5 clips were ejected due to the condition of the jaws. Finally, the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be due to the device being closed over an existing hard object or clip, placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.